Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a female patient of unknown gender and origin. Medical history included diabetes. Previous drug adverse reaction and family drug reaction was none. Concomitant medications included metformin used for unknown indication. The patient received human insulin (rdna origin) injections (humulin 100u/ml, specific type unknown) from cartridge via humapen ergo (unknown body type), for treatment of diabetes mellitus, beginning in 2003. Dose, frequency and route of administration was not provided. In (B)(6) 2018, she was changed to insulin lispro (rdna origin) injections (humalog 100u/ml, specific type unknown) via from cartridge via humapen ergo (unknown body type), 16 units in the morning, 12 units at noon and 12 units in the evening, thrice daily, subcutaneously, for treatment of diabetes mellitus by medical advice due to unknown reason. On an unknown date, after starting insulin lispro, for blood sugar adjustment (no values or units provided) she was hospitalized on (B)(6) 2018. As the hospital did not have insulin lispro, the doctor let "him" change to insulin aspart till she was discharged from hospital on (B)(6) 2018. She consulted her doctor and with doctors agreement, she was changed to insulin lispro. Additionally, her fundus and kidney "was" not good (it was unknown if these events started after starting insulin lispro/ human insulin or before starting insulin lispro/human insulin). Information regarding corrective treatment and events outcome was not provided. Human insulin therapy was discontinued in (B)(6) 2018 and insulin lispro therapy was continued. The operator of the humapen and his or her training status was not provided. The general humapen duration of use was not provided. The suspect humapen duration of use was eight "year". Action taken with the suspect humapen and its return status was not provided. The reporting consumer did not know if the events were related to human insulin or insulin lispro therapy. The reporting consumer did not provide the opinion of relatedness between the events and humapen. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID:(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a female patient of unknown gender and origin. Medical history included diabetes. Previous drug adverse reaction and family drug reaction was none. Concomitant medications included metformin used for unknown indication. The patient received human insulin (rdna origin) injections (humulin 100u/ml, specific type unknown) from cartridge via humapen ergo (unknown body type), for treatment of diabetes mellitus, beginning in 2003. Dose, frequency and route of administration was not provided. In may-2018, she was changed to insulin lispro (rdna origin) injections (humalog 100u/ml, specific type unknown) via from cartridge via humapen ergo (unknown body type), 16 units in the morning, 12 units at noon and 12 units in the evening, thrice daily, subcutaneously, for treatment of diabetes mellitus by medical advice due to unknown reason. It was reported that the cartridge holder tab was loose (B)(4). Lot number unknown). On an unknown date, after starting insulin lispro, for blood sugar adjustment (no values or units provided) she was hospitalized on (B)(6) 2018. As the hospital did not have insulin lispro, the doctor let him change to insulin aspart till she was discharged from hospital on (B)(6) 2018. She consulted her doctor and with doctors agreement, she was changed to insulin lispro. Additionally, her fundus and kidney was not good (it was unknown if these events started after starting insulin lispro/ human insulin or before starting insulin lispro/human insulin insulin). Information regarding corrective treatment and events outcome was not provided. Human insulin therapy was discontinued in may-2018 and insulin lispro therapy was continued. The operator of the humapen and his or her training status was not provided. The general humapen duration of use was not provided. The suspect humapen duration of use was eight years. Action taken with the suspect humapen was not provided and it was not returned to the manufacturer. The reporting consumer did not know if the events were related to human insulin or insulin lispro therapy. The reporting consumer did not provide the opinion of relatedness between the events and humapen. Edit 03dec2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 19dec2018: additional information received on 19dec2018 from the global product complaint database. Entered the device specific safety summary (dsss) and updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 19dec2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported that her humapen ergo was broken. She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.